Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found with a broken conductor wire and burned plastic at the base of the jaws. There was no report of any fragments falling inside the patient, and no patient injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.